Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt received high impedance on diagnostic testing. X-rays were taken, and the physician did not visualize any anomalies in them. However, upon MFR review of the images, there was a suspect area in the lead body caudal to the electrodes and past the pt's strain relief bend. Later info from the pt's clinical info revealed that the pt and his brother wrestle quite frequently, and the pt had recently been hit at the vns site. Since that time, he was not able to feel any differences in the vns output with magnet swipes. The pt presented to the physician on (B)(6) 2011 with a break-through seizure, when the high impedance was detected. The pt's last known settings were from (B)(6) 2008. Last known system diagnostics from this date were within normal limits. A revision surgery in the future is likely. Attempts for further info have been unsuccessful to date.